Event description:
Customer reported the device displayed a fault condition. The lcd also displayed vertical lines. No reported patient involvement. Service representative duplicated the vertical lines, but could not duplicate the fault condition.